Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as the display was dim. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was able to operate despite the issue, and there was no reported delay in therapy. The device was returned to the sales office from the repair center after preventive maintenance (pm) was performed on 28apr2026. The sales representative (rep) found that the display was significantly dim compared to others at the hospital. The lower right portion of the display was even darker and appeared to have a shadow. A field service technician evaluated the device and confirmed that the screen was dark even though the displayed content was readable. The field service technician determined that the cause appeared to be due to deterioration of the liquid crystal display (lcd) panel over time. Since the lcd panel for this device is no longer in production, the field service technician deemed that replacing the user interface (ui) assembly was necessary. However, according to the field service technician, since the ui assembly is currently out of stock at the facility, the repair completion date will remain undetermined. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly. This investigation is ongoing.

Manufacturer narrative:
(B)(6).